Event description:
It was reported that the charger for the ilet system would not charge the device, with a continuously blinking green indicator light despite attempts with multiple outlets and a different cord, and a replacement charger was shipped while the user employed backup therapy with no reported impact to blood glucose. Symptoms included no adverse clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included triage by customer support and replacement of the suspected charger to restore charging functionality. Investigation of this case revealed a suspected charger malfunction consistent with a power/charging failure of the external power supply component. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the charger.